Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed under-sensing exhibited by implantable cardiac monitor (icm). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: initial reporter from physician, dr (B)(6) to registered nurse, (B)(6).